Event description:
Patient underwent uneventful ilasik on (B)(6) 2013 and presented with striae and slipped flap at one day post operation in the left eye (os). The flap was lifted and stretched for about 5 minutes. At follow up on (B)(4) 2013 vasc (visual acuity sans corrected) was 20/20 right eye and 20/20-2 left eye.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: the equipment was not evaluated after the treatment date (B)(6) 2013 due to abbott medical optics (amo) not being notified of the event until (B)(6) 2013. The condition of the system (since the time of the procedure) will make the evaluation difficult to determine. The customer reported an uneventful procedure and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.